Event description:
It was reported that the procedure was to treat a totally occluded lesion in the mid circumflex with heavy tortuosity and heavy calcification. Pre-dilatation was performed and the 2.5 x 23 mm xience v stent delivery system (sds) was advanced, but could not cross to the lesion due to the heavy calcification. During removal, resistance was noted with the vessel. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary:the device was returned for evaluation. Failure to advance/cross the lesion and resistance/difficulty removing the device from the anatomy could not be replicated in a testing environment as they were based on operational circumstances. Based on visual and dimensional analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.

Event description:
Additional information reported that a non-abbott stent treated the lesion successfully. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.